Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, granuloma, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "sever scar tissue capsular contracture, hardening calcified granulomas, painful breast deformity". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "sever scar tissue capsular contracture, hardening calcified granulomas, painful breast deformity". This record is for the left side. Device has been explanted and replaced.